Manufacturer narrative:
Clinical evaluation performed by medical affairs director on jul 20, 2018: partial hip revision surgery (stem and head) occurred 2 years after primary cementless total hip arthroplasty in an obese patient. According to the report, the patient was complaining about pain. The pre-revision xray shows a loose stem and some undecipherable signs of suffering bone, that make us suspect a silent infection (no data to either confirm or exclude this surmise). No conclusion can be drawn as to the cause of this adverse event. Batch review performed on 24 july 2018: lot 156225: (B)(4) items manufactured and released on 09 february 2016. Expiration date: 2021-01-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined that the stem was loose. On (B)(6) 2018 we have been informed that the surgeon planned to revise the hip on (B)(6) 2018. The surgeon revised the stem and head on june 28, 2018. The surgery was completed successfully.

Manufacturer narrative:
Visual inspection performed by 27 august 2018: hydroxyapatite layer on femoral stem looks completely absorbed after in situ time, suggesting good osseointegration. No particular signs or scratches are visible on the stem. Femoral head shows few metal-transfer marks probably due to removal procedure. After visual inspection, it is not possible to determine failure root cause.